Event description:
According to available information, this device required replacement due it no longer working. It was noted that the doctor performing the replacement suspected the device tubing but could not locate the issue. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due it no longer working. It was noted that the doctor performing the replacement suspected the device tubing but could not locate the issue. No other adverse patient effects were reported.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2022 due to a malfunction. Additional information received indicated that the patient commented the device stopped working. The physician couldn¿t tell why once the device was explanted but suspected the tubing.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. A partial separation was noted on the shorter exhaust tube of the pump. This is not a site of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 1. A separation was noted on the exhaust tube of cylinder 1. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the cylinder 1 exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.